Event description:
It was reported that this 980 ventilator had a ¿component error¿ (failed extended self test circuit pressure test with inspiratory auto zero solenoid not operational). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator had a ¿component error¿ (failed extended self test circuit pressure test with inspiratory auto zero solenoid not operational). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue by code and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). After replacing the ifm pcba, the unit failed the backup ventilation (buv) test during the extended self test (est) for inspiratory and exhalation buv failures. The sp replaced the delivery proportional solenoid (psol) for inspiratory buv issue and exhalation valve flow sensor (evq) for the expiratory buv issue the the ventilator passed all calibrations and tests according to the manufacturer's specifications at the time of service. The evq was not returned to medtronic for further analysis. One delivery psol was returned for failure investigation. The part was visually inspected with no observed anomalies. The psol was installed into the failure investigation test ventilator for analysis, powered up but during the est failed the "mix" part of the buv step. A breakdown of the unit was performed revealing scratches and other non-physical contaminate markings on the poppet, which is the sealing ring. This contamination would not enable the poppet to seal correctly causing the failure. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The likely cause of the est circuit pressure test failure was determined to be consistent with a faulty autozero solenoid (so1). There is an existing previous internal investigation regarding this issue. The cause of the secondary finding of backup ventilation (buv) test during the extended self test (est) for inspiratory and exhalation buv failure was related to a faulty delivery psol and a potentially faulty evq. These reports are including in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.